Event description:
Sorin group received a report that the s5 roller pump was intermittently displaying motor control failure messages. There was no report of pt injury.

Manufacturer narrative:
There was no report of pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.